Event description:
It was reported that the wire became stuck in the device. A stenosed target lesion was located at posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use over a rotawire. During the procedure, it was noted that the wire became stuck in the device. Another of the same rotalink device and a new wire to complete the procedure. There was no patient complications reported.